Event description:
A critical pump alarm was heard and confirmed by telemetry. Per the event logs, the pump was in safe state and a low battery reset occurred. The patient was hospitalized (no specific symptoms or reason for hospitalization reported). The pump contained morphine 10 mg/ml.

Manufacturer narrative:
(B)(4).